Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow-up report will be submitted.

Event description:
It was reported the cable would initially work, then stop working during use. It was noted that there was no error message and no spo2 measurements being provided. Trouble-shooting was performed by replacing the cable, which functioned properly. There is no report of any patient impact or consequence as a result of the issue.

Manufacturer narrative:
The returned device was evaluated. During testing the device passed all functional testing, the customer complaint could not be confirmed. During internal inspection corrosion was found on the pins inside of the ch connector, which can potentially create connectivity issues. A service history record review reveals that this unit was in the field for over eight (8) months with no previous reported issues prior to this reported event.